Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported when the endotracheal tube was in the patient for a week or more, the cuff leaked. Checks are done with a pressure gauge. No leakage was measured when the endotracheal tube was taken out from patient. The was no patient harm.

Manufacturer narrative:
(B)(4).the manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The damage in the returned device is not related to the manufacturing process.